Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (will not power up) is being investigated. Will submit emdr for potential malfunction. The root cause for the battery pack is underway.

Event description:
A us distributor reported that a battery was unable to power on a monitor.